Event description:
Customer alleged he experienced a burning sensation in the face and eyes after cidex opa splashed in both his eyes when he was changing solutions. There was no skin irritation. He immediately flushed his eyes with water at the eye wash station for 15 minutes. He indicated he was wearing personal protective equipment, including, the goggles. His symptoms lasted 24 hours. He did see a physician, who checked his eyes for corneal abrasion. No medication was prescribed. Further telephone follow-up confirmed that the employee is fine. When speaking with the asp technical service (ts) representative, the employee stated they have the product msds and IFU. The ts representative directed him to the asp website for additional information. The ts representative faxed the msds to the employee.

Manufacturer narrative:
The facility does not show up in the asp list of accounts. Eye contact.